Event description:
It was reported that during a drg trial procedure, when placing the first lead ran into heavy neural foraminal stenosis causing the sheath to kink and causing breathing difficulty for patient before another sheath was placed. As a result, the case was abandoned, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.